Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse removed the upper display monitor board from the iabp unit and installed the upper display monitor board into another cardiosave iabp. The fse was able to duplicate the reported issue four times during testing and concluded the upper display monitor board failure caused the customer's reported issue. The fse replaced the upper display monitor board and relevant labels to correct the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the display on the cardiosave intra-aortic balloon pump (iabp) blacked out and stopped pumping. The iabp unit was rebooted; however, it was noted that error code #111 and error code #112 were observed in the fault logs. The customer decided to replace the iabp unit with another iabp unit to continue therapy. There was no patient harm and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been request. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that during use on a patient, the display on the cardiosave intra-aortic balloon pump (iabp) blacked out and stopped pumping. The iabp unit was rebooted; however, it was noted that error code #111 and error code #112 were observed in the fault logs. The customer decided to replace the iabp unit with another iabp unit to continue therapy. There was no patient harm and no adverse event reported.